Event description:
The customer reported about 16-20 needles per box are breaking when the cap is removed. It appears the needle is already out of the syringe when it is uncapped, not that it's being pulled out by the cap. It is still attached to the syringe by a thin wire. There has been no patient or staff harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site did not receive any samples for product analysis with this customer report. During manufacturing, the uv ovens cure the adhesive on the lock insert and the needle securing it to the syringe. When the rails leading into the uv oven do not have enough barrels to assemble, the process stops, an alarm is activated and the shutters close, blocking the light from the tip of the syringe to prevent over curing and damage to the syringes that were in the oven when the process stopped. A process change was implemented to update the program settings to adjust the uv oven shutter open and close timing and to remove the auto start for the uv ovens. A corrective and preventative action (CAPA) was initiated as a result of the investigation. This complaint will be used for tracking and trending purposes.